Event description:
During a meniscal repair the knot would not slide properly. Surgeon had to cut out one of the t's to continue with the case. Sales rep for smith + nephew stated that the surgeon was performing a meniscal repair and went to cinch the knot and it would not slide. The surgeon cut the suture free and left the t's in the joint unsupported. Additional fast-fix devices were available and used to complete the repair. It was also stated that the surgeon uses fast-fix quite often. No pt injury or complications resulted.